Event description:
The patient was scheduled for a replacement and/or removal of the port from her laparoscopic gastric banding(lap-band). The port was found to be leaking, and the lap-band was replaced. The original device was implanted in patient in 2007. During the revision operative procedure in 2012, the original tubing between the port and band was fractured in multiple areas, causing leakage. The tubing and port were given to the hospital materials coordinator.a class ii recall was issued for this device in 2010.